Event description:
A malfunction was reported with the pump, identified by a malfunction code and confirmed not to be resettable. There was no adverse impact on the customer's blood glucose level. The customer continued to use pump for insulin therapy.